Event description:
According to the reporter, in a laparoscopic abdominal procedure, during insufflation in the abdominal wall, two trocars from different lot numbers had air or gas leak from the seal. The incision was extended by less than an inch due to changing trocars. Another device from another manufacturer was used to complete the case.

Manufacturer narrative:
D10 concomitant product: onb12stf, onb12stf versaone opt 12 std trocar, (lot number: j5f2547y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.